Event description:
Purchased a product called the fasciablaster and followed the protocols suggested by the manufacturer/creator/marketer of the device which was supposed to help diminish appearance of cellulite. After using for several months, noticed weight gain in stomach area with no change in my exercise or diet habits. Cellulite worsened and new cellulite appeared. Went back to get further information from company website and saw there was additional information that had been added saying that using the product would cause a condition called 'worse before better' but company could not say how long the 'worse' stage would last.